Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited noise leading to oversensing. No intervention was performed. The patient will further be monitored. The patient condition was stable.